Event description:
A customer contacted beckman coulter inc. (Bci) regarding low glucose (gluc) results generated by the synchron lx20 clinical system. The results were reported outside of the lab. The samples were repeated on another instrument and the recovery was higher. The pathologist reviewed all results and felt that none of the differences were clinically significant, so no results were amended. There was no affect to the patient or user associated with this event.

Manufacturer narrative:
Qc run prior to the event was within the range. Qc run after the event was low. Bci hotline asked the customer to recalibrate. Qc run after the calibration was high at the high end. Customer mentioned that all maintenance is done on schedule and the glucose electrode was replaced on (B)(4) 2010. A field service engineer (fse) flushed the line with hot water, changed the reagent and calibrated the sensor. This appears to have resolved the issue. A clear root cause for this event has not been determined.